Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and syncope. A "blip" was observed on the implantable pulse generator (ipg). The right ventricular (rv) lead exhibited oversensing and intermittent loss of capture. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that "blip" on the implantable pulse generator (ipg) was referring to the intermittent loss of capture on the ipg. The right ventricular (rv) lead exhibited fluctuating thresholds. The rv lead was reprogrammed.